Manufacturer narrative:
(B)(4). The dexcom continuous glucose monitoring system states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient's mother contact dexcom on (B)(6) 2016 to report painful sensor insertion that occurred on (B)(6) 2016. The sensor was inserted into the arm on (B)(6) 2016. Patient's mother stated that she treated the insertion site with a prescription numbing cream prior to sensor insertion. The cream was prescribed by the patient's endocrinologist to numb the patient's insulin pump site. Date of prescription was unknown. No additional event or patient information was reported. Sensor was inserted into the arm. The dexcom continuous glucose monitoring system user's guide states: do not insert the sensor in sites other than the belly (abdomen) or upper buttocks.